Event description:
It was reported that the caller was unable to adjust stimulation. The display showed a "call your doctor" icon. An out-of-regulation (oor) condition was reported. Exhaustive impedance tests were performed. An intermittent short circuit was found on one of the therapy electrodes. It was noted that the patient had experienced good therapy control until a fall, and not long after the fall the patient noticed the oor message on the 37642 programmer. No interventions were taken other than trialing different programming settings for the patient on (B)(6). The oor condition was referred to as an intermittent problem. The patient was receiving therapy and would be closely monitored for future oor conditions.

Manufacturer narrative:
(B)(4). (B)(6).